Event description:
A (B)(6) male presented (B)(6) 2010, for craniectomy and resection of a left temporal tumor -meningioma-. Post-operatively, patient underwent a routine MRI on (B)(6), which was aborted due to "metallic artifact." CT of the head and skull x-rays revealed a small metallic object under the craniotomy flap. Periodic MRI studies were necessary to monitor the meningioma, therefore, neurosurgery returned the patient to the operating room for removal of the foreign object on (B)(6). Inspection of the object upon removal revealed that it was a piece of the footed attachment guard of the operative drill. As of (B)(6) 2010, the patient remains stable without any adverse effects.